Manufacturer narrative:
Immucor technical support used a remote electronic connection method to transfer camera images, event logs and result batches. Camera images were found to be optimal and aligned, event log showed no errors during processing and specimen is acceptable based on color check images. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on 23may2018, and the fse found no hardware issues. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.